Manufacturer narrative:
Patient information is unknown. Damage was discovered on (B)(6) 2016, but it is unknown when the damage occurred. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: july 15, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the pre-operative check of the anterior cervical fusion instrument and implant set on (B)(6) 2016, it was discovered that the spacer trial holder instrument and the screw guide instruments were damaged. The drill/tap and screw guide instrument was discovered without an alignment post and the anterior cervical fusion trial spacer handle will not turn when threading into a trial spacer. These instruments were not used during surgery, and other instruments were available in the operating room. This surgery was performed due to degenerative disc disease (ddd) and patient was implanted with a two-level vectra plate and screws construct. Surgery was completed successfully with no harm to the patient or addition time added. Patient is reportedly in stable condition. Concomitant devices: trial spacer (part unknown, lot unknown, quantity 1). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
The manufacturer investigation results are as follows. The complaint condition is confirmed. A visual inspection, complaint history review, and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The drill/tap and screw guide with post (03.613.001) is a component of the vectra, vectra-t and vectra-one systems (technique guide j8275-c) and is one of nine drill guides available in the systems to aid in screw insertion. The returned guide was examined and the complaint condition was able to be confirmed. The portion of the device where the post is located was broken off and the post was not returned. The remainder of the device showed wear consistent with repeated use. Relevant drawings for the returned instruments were reviewed (both from the time of manufacture and present revision): top-level (03_613_001 revisions c/d), position pin (03_613_001_2 revision d) and body (03_613_001_1 revisions e/f). The position pin is pressed into the guide body and is laser welded in two places. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A DHR was done and no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.